Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the light source not getting on, the equipment was going to spare lamp due to a faulty converter, spare lamp indicator was blinking on the front panel and a high function was not working intermittently due to a faulty hinge unit and a heavy dent on the shield case. Additionally, the lamb label was found to be deformed, a heavy dent on the shield case, a heavy dent on the rear panel and washer missing from lamp heat sink. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Based on the evaluation performed on the olympus asset, light source not getting on. No patient involvement reported. This MDR is being filed based on a reportable malfunction that was noted during the evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿flash the emergency light indicator¿ indicates the failure of the emergency lamp. However, the cause of the flashing could not be estimated. The phenomenon ¿emergency lamp lights up¿ is caused by a fault in the converter. Failure of the converter may cause a power supply failure or lamp lighting failure. The cause of the converter failure could not be identified. Olympus will continue to monitor field performance for this device.